Event description:
It was reported via clinic notes that a pt recently experienced a prolonged event with a series of seizures requiring diastat following which the seizures resolved. The physician indicated that a lead test was performed with acceptable results however, the exact results were not provided. The physician plans to continue the pt's therapy and monitor the pt for any changes. The pt's programming/device diagnostic history available in the in-house database was reviewed and a battery life calculation was performed indicating that the pt's device is not at end of service (over 1 year remaining until eri=yes).